Event description:
As reported by navilyst medical's distributor in the (B)(4), a 4f valved PICC had been placed in the pt on (B)(6) 2011. The PICC was removed/replaced on (B)(6) 2011 because the catheter tubing was noted to be split between the suture wing and the insertion site into the body. There were no pt complications. The used device was returned to navilyst medical for eval.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specs. The (B)(4) 2011 navilyst complaint report was reviewed for the product family of vaxcel pasv PICC and the failure mode of "hole in catheter." No adverse trends were identified. The returned catheter sample contained a hole just distal to the suture wing. The condition of the catheter indicates that it was in-place for a period of time. If the catheter is bent over where it exits the suture wing, the hole is at the point where the catheter kinks. The hole does not appear to be the result of a design or mfg issue. The potential root cause of the defect is prolonged kinking of the catheter, and/or applying the dressing prior to allowing the cleaning agent to flash off/evaporate. The directions for use packaged with the PICC devices contains the following statement: "precaution: prior to dressing the catheter and access site, inspect both to ensure that they are completely dry of isopropyl alcohol or acetone-based cleansing agents." Mfg process controls for the PICC include 100% air leak testing to insure that all catheters are free of leaks/holes. (B)(4).